Manufacturer narrative:
Follow-up #1: date of submission 08/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings:. There were multiple call service alarms followed by pump reboot events observed on (B)(4) 2016. The battery cap had stripped threads and was unable to maintain power when used with the pump. A test cap was able to fit. The pump powered up with audio and vibration to a blank display. Moisture corrosion was observed on the display screen. The pump failed a leak test as a result of a crack in the pump casing near the keypad. There was further evidence of moisture corrosion on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had an intermittent power issue and moisture was present behind the display. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.